Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, it was impossible to obtain samples. Another like device was used to complete the case. There was no patient consequence.